Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on 11-11-2024. Product was provided for investigation. An external visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received, but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.